Event description:
Reportedly a replacement procedure was performed on (B)(6) 2022 because of ventricular noise oversensing. During the procedure, although the ventricular lead impedance was normal, the oversensing behavior was intermittently confirmed when the petite 58erb lead was tested after being disconnected from the pacemaker. The procedure was completed with the petite 58erb lead abandoned inside the body.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report

Event description:
Reportedly a replacement procedure was performed on (B)(6) 2022 because of ventricular noise oversensing. During the procedure, although the ventricular lead impedance was normal, the oversensing behavior was intermittently confirmed when the petite 58erb lead was tested after being disconnected from the pacemaker. The procedure was completed with the petite 58erb lead abandoned inside the body. Pacemaker was also replaced.

Manufacturer narrative:
Correction of section g3 (date received by manufacturer): new 22 april 2022 (instead of 29 march 2022 as mentioned in previous report).

Event description:
Reportedly a replacement procedure was performed on (B)(6) 2022 because of ventricular noise oversensing. During the procedure, although the ventricular lead impedance was normal, the oversensing behavior was intermittently confirmed when the petite 58erb lead was tested after being disconnected from the pacemaker. The procedure was completed with the petite 58erb lead abandoned inside the body. Pacemaker was also replaced.